Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (500 mcg/ml at 3.33 mcg/day) and bupivacaine (2 mg/ml at 0.0133 mg/day) via an implantable infusion pump. The indication for use was chronic low back pain due to multiple surgeries. It was reported that the patient had not felt therapy since implant in (B)(6) 2017. The healthcare provider (hcp) tried changing the medication and also added medication, still no therapy was felt. It was noted that the pump had problems with flipping after surgery; no patient falls were mentioned. When the hcp noticed the volume discrepancy it was stated that it was due to the catheter being kinked. A catheter and pump revision (mesh pouch was used) was performed in (B)(6) 2017 and the patient still did not feel therapy. It was reported that a catheter and pocket revision took place again on (B)(6) 2018. The catheter was twisted, especially at the pump site, and was explanted completely. Per the patient's request the pump pocket was moved to the right abdominal area. The pump was put into minimum rate mode and the patient was prescribed oral medications for supplementation . The issue was reported as resolved and the patient was alive with no injury. The catheter was disposed of and would not be available for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 500mcg/ml fentanyl at 233.79mcg/day, and 2mg/ml bupivacaine at 0.935mg/day via an implantable infusion pump for  non-malignant pain. It was reported that the pump volume was 18ml and was expected to only be 3.6ml. This was the first volume discrepancy noted with the system. It was reported the patient's last refill (B)(6) 2017. The patient's bolus dose was 30.04mcg, the bolus lasted 4 minutes, and the bolus max is 4. It was reported the healthcare provider would check the pump logs, as well as a catheter access port aspiration, and dye study. The patient was experiencing little relief. The healthcare provider mentioned their concern about dosing, in the case that they had accidentally dislodged the catheter the patient would not be getting the medication. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the cause for the pump flipping was location of the pump- right side of the patient and not in the abdominal area. The patient also had a lot of adipose tissue at the pump pocket area which was explained could also be a factor and was a risk for this issue. Patient and the hcp confirmed this. No further complications were reported.